Event description:
Healthcare professional reported "a left-side deflation." Device has been explanted.

Event description:
Healthcare professional reported "a left-side deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left-side deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken fill channel. Leak test and microscopic analysis was performed which identified: sharp broken fill channel and delamination (<75% partial separation).based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure).